Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a suspected over-infusion of levophed occurred with an ICU patient. Although unspecified medication was required to reverse the effects of the over infusion, the patient's condition stabilized after the event. The event devices were sent to the biomedical engineering department who reported that the pump from the incident was received in standby mode with the set still installed. Additional observations included that the pump has not been turned off and the door has not been opened following the incident. Uncontrolled flow through the module occurred when the roller clamp was disengaged. The set appeared to be loaded correctly and there were no visual obstructions in the door. The infusion setup was not altered and the pump was sequestered.

Manufacturer narrative:
Additional info: disregard initial file suspect has been changed from a device to a set.

Event description:
It was reported that an over-infusion of norepinephrine occurred in the ICU. Norepinephrine 32 mcg/ml (8 mcg/ 250 ml) was initiated via a central line to regulate the patient's blood pressure if below the map goal of 60. The map was 48 at the time and the sbp was 90 mmhg; norepinephrine was begun at 3 mcg/min (5.6 ml/hr). Upon starting the infusion, the patient was monitored for clinical response to the medication, and noted the drip rate for the norepinephrine infusion was faster than the programmed rate. The pump was paused however the medication continued to free flow, blousing the patient. During the event, the patient¿s systolic blood pressure (sbp) spiked above 250mmhg. Labetalol 15 mg IV was administered to lower the systolic blood pressure. The patient was then monitored closely with no further adverse effects. Also infusing at the time were normal saline as an access line on a different pump (typically 10 ml/hr) and possibly albumin via gravity (started at 09:00). The nurse disconnected the medication line from the patient; the unit educator and charge nurse were notified. The devices and tubing were sent intact to biomed for investigation. Received a copy of the customer's cmdsnet program report from health canada which states, ¿norepinephrine infusion was started via a central line to regulate patient low blood pressure below map goal of 60 (map 48), sbp was 90 mmhg at the time. Medication was programmed into the pump as 3 mcg/min (5. Ml/hr). Nurse noticed that chamber drip rate was faster than programmed rate, the pump was paused but medication continued to free flow blousing the patient. Nurse disconnected the medication line from patient and notified unit educator and charge nurse. Intervention was required to correct the patient's blood pressure. Patient was monitored closely with no further apparent adverse effects. Video was taken of the pump free flowing the medication when roller clamp was open with the pump paused. Door of pump was looked at and determined to be properly closed."

Manufacturer narrative:
Concomitant medical products: 8100(2); 8015; td (B)(6) 2019.

Event description:
It was reported that an over-infusion of norepinephrine occurred in the ICU. Norepinephrine 32 mcg/ml (8 mcg/250 ml) was initiated via a central line to regulate the patient's blood pressure if below the map goal of 60. The map was 48 at the time and the sbp was 90 mmhg; norepinephrine was begun at 3 mcg/min (5.6 ml/hr). Upon starting the infusion, the nurse was observing the monitor to observe the clinical response from the medication, and noted the drip rate for the norepinephrine infusion was faster than the programmed rate. The pump was paused however the medication continued to free flow, bolusing the patient. During the event, the patient¿s systolic blood pressure spiked above 250mmhg. Labetalol 15 mg IV was administered to lower the systolic blood pressure (sbp). The patient was then monitored closely with no further apparent adverse effects. Also infusing at the time were normal saline as an access line (typically 10 ml/hr) and possibly albumin via gravity (started at 09:00). The nurse disconnected the medication line from the patient and the unit educator and charge nurse were notified. Normal saline was infusing as expected at 10ml/hr on a different pump. The devices and tubing were sent intact to biomed for investigation. Received a copy of the customer's cmdsnet program report from (B)(4) which states, ¿norepinephrine infusion was started via a central line to regulate patient low blood pressure below map goal of 60 (map 48), sbp was 90 mmhg at the time. Medication was programmed into the pump as 3 mcg/min (5. Ml/hr). Nurse noticed that chamber drip rate was faster than programmed rate, the pump was paused but medication continued to free flow blousing the patient. Nurse disconnected the medication line from patient and notified unit educator and charge nurse. Intervention was required to correct the patient's blood pressure. Patient was monitored closely with no further apparent adverse effects. Video was taken of the pump free flowing the medication when roller clamp was open with the pump paused. Door of pump was looked at and determined to be properly closed."